Manufacturer narrative:
The device was returned to the service center and the complaint was confirmed. A visual inspection of the received device condition observed some tissue build up. The teflon pad was inspected and noted to be worn with no metal exposed. The distal end of the device was placed under a microscope and observed to have approximately 17 mm of the probe detached. The missing portion of the probe was returned. A probe check was conducted on the returned device and it failed. The switches, wiper movement, handle and jaw movement, handle load, and rotation of the knob torque were checked, and all were observed to function normally and smooth. Based on similar reported events, the determined cause of the detached probe is attributed to the probe encountering either a hard or metallic surface during activation.

Event description:
The service center was informed that during a therapeutic laparoscopic hysterectomy, an out of the box failure occurred where a thunderbeat probe tip broke off into a patient. The event occurred while the physician was performing a cutting procedure. The device, connection points to the generator and the cable were all inspected prior to the procedure and no anomalies were observed. It is not known if there was teflon damage after the tip broke off from the hand-piece, but an error code for instrument damage was observed. The physician retrieved the broken item with reusable forceps and completed the intended procedure. It was reported there was no patient injury.